Event description:
Arjo was notified about an event with involvement of the calypso hygiene lifter. It was reported that the patient was taking a bath supervised by a new caregiver (was trained by an "senior" caregiver from the facility). It was at the exit of the bath when the incident took place. After raising the chair up and lowering the bath, the chair tilted backwards. The patient and the chair fell on the floor. The belt was not used during the incident. According to the received information, the patient sustained a displaced left arm humeral fracture. As a treatment an elbow splint to the body, pain medication and physiotherapy were applied.